Event description:
Reporter indicated that vns pt had been having vocal cord difficulties following vns implant surgery and was diagnosed with left vocal cord paralysis. It was reported that the implant surgery was difficult due to the large size of the pt and the small size of neck area to work with. The pt reportedly has a very large vagus nerve, but the smaller size lead (302-20) was used because the larger size lead (302-30) was not available. Neurosureon indicated that the smaller size lead was not too constricting because he could still slide the electrode up and down on the nerve. Additionally, it was reported that the pt had a large vaso vasorum and that electrocautery was used during implant surgery. The pt is reportedly stable at this time and stimulation has been initiated. Ent surgeon indicated that the pt's condition was related to the implant surgery and not directly to the vns therapy system.